Event description:
It was reported to philips that the system was not switching on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The remote service engineer (rse) analyzed the system remotely and identified that the host pc was not starting. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse identified that the software had corrupted. The fse reloaded the software. After reloading the software, the system was returned to use in good working order.